Event description:
It was reported that a balloon would not deflate during a stent deployment in a saphenous vein by-pass graft in the coronary artery. Another balloon catheter was used to successfully complete the procedure without pt complication. The attempts to gain further info regarding the details of this event were unsuccessful. This device was returned, evaluated and retained by this MFR. The engineering eval indicates a kink in the catheter shaft located 63.5 cms distal to the strain relief. Performance testing could not confirm a deflation issue. The balloon was inflated and deflated without incident. This device was used in a non-indicated procedure, coronary artery and stent deployment which co believes may have contributed to this event and do not attribute it to the device. Directions for use state: " this catheter and stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature, these catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."